Event description:
In 2006, pt underwent a diagnostic procedure and 4 catheter was used. During the procedure the tip of the catheter detached and stuck in the medial subclavian artery. The physician retrieved the tip in its entirely with a "goosneck katheter" after 4 hrs. There was no harmful effect on the pt's physical condition. However, the procedure was repeated and completed the following day. The hospitalization was extended. The physician was trained and experienced in the use of the device.